Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on 01/26/24 and 02/01/24. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm) on 01/26/24 and 41-59 mg/dl on 02/01/24. The low bg causes were not known. Customer consumed carbohydrates and glucose tablets to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.